Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from a funeral home and the physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID 5076-52, implanted: (B)(6) 2014. (B)(4).

Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased by a family member. The family member reported that the device ¿did not go off.¿ it was also reported that the patient had congestive heart failure and cardiomyopathy. A cause of death was requested and not received.